Event description:
As reported by the edwards field clinical specialist during a transfemoral tavr case, after the 23mm sapien valve was deployed transesophageal echocardiogram (tee) assessment showed three distinct paravalvular leaks and 2+ central aortic insufficiency (cai). A second valve was implanted in order to mitigate the aortic insufficiency. The patient was reported as stable following the tavr procedure. Per report, the paravalvular leaks appeared to be at each of the three native valve commissures. Although the patient was hemodynamically stable the central aortic pressure waveform appeared quite unusual. The extra support wire was pulled back into the aorta and the central aortic insufficiency did not improve; an aortogram was then performed and showed significant aortic insufficiency. There was no angiographic evidence of valve flaring and the valve appeared to be both co-axial and placed 50:50 across the annulus. The physician team made the decision to place a second 26mm sapien valve. The final position for the second valve was slightly more ventricular than the first valve; but not even a full cell lower. The cai immediately resolved and the aortic waveform normalized. Per tee assessment, there was no cai and a mild pvl at the left cusp. Another angiogram was performed and confirmed the presence of the pvl just under the left coronary ostia. The patient was hemodynamically stable without hemodynamic support. Additional information: the valve's pre and post deployment position was 50:50. There was good coaxial alignment of the delivery system and the valve as well as good image intensifier angle. Ventilation was held and there was no loss of pacing capture during deployment. The native valve/leaflet calcification was described as bulky. There was mild mitral annular calcification and moderate ventricular septal hypertrophy.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, central aortic insufficiency and paravalvular leak are known potential complications associated with the tavr procedure. A too aortic placement of the sapien valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic regurgitation. Central aortic regurgitation can also be expected while the wire is across the valve. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for the reported event cannot be confirmed. It is possible patient factors (bulky calcification at the native valve/leaflets) may have caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.